Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer passed though a metal detector 2-3 times. Subsequently, a undefined malfunction occurred. In addition, the customer stated the usb cable was bent and could no longer be used to charge the pump. The customer confirmed that a different usb cable was able to charge the pump successfully. The customer's blood glucose level was 79 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.